Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during plastic stent placement, it was difficult to puncture the biopsy cap dislodging the sponge from the cap. The sponge went with the stent into the working channel of the scope. Due to the event, the stent was unable to pass through the working channel of the scope. Several attempts were made to remove both the sponge and the stent has been unsuccessful. Another rx locking device biopsy cap was used to complete the procedure. Reportedly, the scope was being sent out for repair. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.